Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The previously replaced conduit was reported in medwatch 2025587-2018-02558. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten months and nineteen days after the implant of this transcatheter pulmonary bioprosthetic valve, into a 12 mm medtronic conduit, the valve was replaced with a 14 mm medtronic conduit. No additional adverse patient effects were reported.